Manufacturer narrative:
Blood was observed on the adhesive pad of the device. Inspection of the formed needle found the tip to be inadequate. The observed blood and reported irritation can be attributed to this hard cannula damage. The distal tip of the soft cannula was observed to be damaged. The pod was received deployed with the distal tip of the soft cannula exposed so when or how this damage occurred could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly caused bleeding and some irritation. As treatment, the patient activated a new pod.